Event description:
Central venous line leaking due to a crack in filter on IV tubing. Crack was found where round disc connects to tubing. Filter changed. Blood culture obtained from line and sent to lab. Pt had positive blood culture, condition stable. No further filter related problems in the unit.